Event description:
It was reported that the patient had a por (power on reset) condition. The caller said the patient¿s stimulator was shut down, it needs reset and they were 1000 miles from home. The caller said they didn't know exactly when the stimulator shut down, but the last time the patient¿s stimulator was recharged was about two weeks ago. The caller said the last time the patient felt stimulation was about two weeks ago when it was charged. The caller said they saw por for the first time this morning with the patient programmer and he was not able to do anything with it at all. The caller said they called the manufacturer representative, this morning, and was told it would need to be restarted in a healthcare provider office and it would take 5 minutes to reset. The caller said they have the patient¿s recharge equipment with them. The caller said the patient had a CT about 2 weeks ago as well. The caller said he shut down the patient device prior to CT. The caller said after the stimulator was charged, it's usually good for at least a month. The caller said they was going to try to get something set up for (B)(6). It was reported later that day, the caller called back stating that they have tried to contact healthcare provider listings provided, but have only been successful in contacting one healthcare provider and could not be seen until (B)(6). Caller reports seeing por message on patient programmer and recharger. It was reviewed with caller how to clear por and caller confirmed they were successful in clearing and able to sync with stimulator and turn stimulation back on. The caller reports stimulator battery level was about 3/4 full. The caller also mentioned that the patient had reprogramming performed about 2 months ago. The caller reports on the (B)(6) the patient was going to get a kidney stone blasted out. Guidelines for kidney stone removal was reviewed. Additional information received reported the healthcare provider was unaware of the event because it was not reported to them.

Event description:
Additional information received reported the caller states the patient had a CT scan a month or two before the patient's stimulator went into por. The caller was guessing that the stimulator was turned off before the CT scan but was not sure this was what caused the por (power on reset). The caller states dissatisfaction with their field representative's service. The caller states they called the manufacturer representative on (B)(6) 2014 to try and resolved the issue with the por. The caller states they spent 4 hours on the telephone. The caller states they tried calling hcp's (healthcare providers) in the area to help them. The caller states the manufacturer representative finally did call them back once everything was all over. The caller states the manufacturer representative in st. Louis never said anything about the little "I" verses the big "I" on the programmer to clear the por.

Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3093-28, lot# v625667, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-33, lot# v638132, implanted: (B)(6) 2011, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4). Device used for off label indication. The indication the device was used for was urinary dysfunction.